Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had the device programmed off for a procedure however, the patient left the hospital before having therapy programmed on. The patient was contacted and went back within 20 minutes and had it taken care of. This device remains in service. No adverse patient effects were reported.